Event description:
It was reported that upon opening the box it was noted that one collet was not attached to one end of the catheter connector. They opened an alternate 8785 in replacement of the connector. The device was not implanted. The pump was delivering gablofen. Additional information reported the patient was not affected by the event. They opened a new collet and used that instead on same date as procedure ((B)(6) 2013). The patient is receiving effective therapy. There are no issues. Additional information reported the collet would have been located paraspinal near where the catheter exited the fascia. This collet was never used on this patient because it was already disconnected from the connector upon opening the box. The collet was broken.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Product ID: 8785, lot# n359819, product type: connector. (B)(4).